Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: based on the limited information available it has not been possible to conclude the exact root cause for this event. However there is no indication of a defective device. Weak vessel condition seems as the most likely reason for aorta rupture. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: date unknown: tar with placing elephant trunk was performed. On (B)(6) 2013 at 9:00, an (B)(6) male patient underwent taa repair. The aorta had dissection. At 10:30, cannulation into the elephant trunk was performed and zteg-2p-32-200-pf was inserted from the right femoral. At 10:40, the aorta ruptured during the delivery system was advancing into the elephant trunk. Resuscitation was performed. Other additional treatment was not performed because stability of hemodynamic could not be achieved. At 11:40, the patient was transfered to ICU but he deceased due to shock from excessive bleeding. Additional information received 31jan2013: autopsy was not performed. The physician commented that the device didn't cause the death, it's due to weak vessel condition. Patient outcome: the patient was deceased.